Event description:
Mediquip (australia) rec'd the following complaint on this catheter. The pt states they attmepted to cath self in a dark room as they had been following the same procedures and using the same brand of catheters for some time. After experiencing trouble inserting the catheter, pt felt some pain and a loss of liquid. After turning on the light pt realized that they in fact began bleeding from the urethra. Pt contacted their doctor in the morning and has since undergone tests to reveal the severity of the damage caused.